Event description:
The reporter states that he obtained 206 mg/dl and 75 mg/dl on the accu-chek aviva system. The reporter also states that the customer obtained an additional comparison with results 251 mg/dl and 75 mg/dl on accu-chek aviva system. On both occasions, test results were obtained within 10 minutes. He states that he ate his lunch as normal and felt better within 20-30 minutes. No adverse event reported. New system sent to customer and return requested.